Manufacturer narrative:
No sample was returned for evaluation, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis patient reported that while he was in dwell 2 he was getting an m31 alarm; he was also getting it in fill 2. He reported that the cassette was leaking inside the cycler. There is no report of patient ill effect. There is no sample available for evaluation.